Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that while adjusting bevacizumab with p14, the drug started leaking out.

Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one protector attached to a vial was provided to our quality team for investigation. The product was visually inspected, no damage or defects were observed on the protector housing or needle. Functional testing was completed and a leak was observed between the protector and the vial. Dimensional testing was performed on the vial and found the height of the vial cap was 6.0mm which is below the recommended height. As a result, this creates a gap between the connection, creating the leak that was observed. Product undergoes visual and functional testing throughout manufacturing to ensure the quality and functionality of the device, including leakage testing and verification all critical dimension are within specification. As lot information for this incident was not available, a device history review could not be performed. Based on the sample investigation, the root cause of this incident is related to the incorrect vial size for the protector that was used, measuring smaller than specification. It is important to follow the instructions for use when using phaseal devices to ensure the product functions as intended. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.